Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level. Additionally, it was reported that multiple cartridge alarms occurred during the load sequence. Reportedly, customer reverted to manual injections for insulin therapy.